Event description:
It was reported that during stent treatment procedure, stent fracture occurred. During introduction of the 2.5x32mm taxus liberte stent the stent struts were fractured. No patient complications were reported and the patient status is fine.

Event description:
It was reported that during stent treatment procedure, stent fracture occurred. During introduction of the 2.5x32mm taxus liberte stent the ''stent struts were fractured.'' No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The stent was misaligned at two points in the middle of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product.(B)(4).